Event description:
It was reported that the patient initially underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised on a (B)(6) 2007 due to unknown reasons. Patient was revised again on (B)(6) 2015 due to dislocations. The cup, head, and liner were revised. The head was revised with biomet products and the cup and liner were revised with competitor products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."